Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an revision surgery in which a 3 pieces penile prosthesis was removed and replaced with a tactra because the device stopped working. It was noted that the patient is transgender and the implants only last a couple of years due to they aren't really fastened to the shaft. The patient was doing great post procedure.